Event description:
End-user reported red itchy skin under eakin seal.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user currently uses the following products: allkare adhesive remover wipes; allkare protective barrier wipes; stomahesive protective powder and sur-fit natura moldable durahesive skin barrier with mold-to-fit opening. End- user was advised to discontinue use of eakin seals, and alternate samples were sent. The product lot number was recorded as cno (could not be obtained) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product icc as per convatec' global complaint handling procedure. Based on the review, there were (B)(4) cases registered for this complaint issue with this product icc number within the previous 12 months. In previous cases, quality records indicated that the material was manufactured to specification. Trends will be monitored by the complaints committee. No further action required. (B)(4).